Manufacturer narrative:
The company representative was unable to duplicate the reported problem. However, the alarms were verified in the event logs. The company representative performed full functional tests including the leak tests. Since the safety disk was expected to expire in 52 hours, it was replaced. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use with a patient, they received "low vacuum" alarms. The patient was switched to another unit and therapy was continued. No patient injury was reported.